Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alerts error code 41786. The product fault occurred on start-up, and it was a new pump failure. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump alarmed error code 41786 upon power up. The cause of the customer reported problem was the user interface never came out of reset. The pump was in used condition, no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative noted a replacement of the printed wiring assembly (pwa) board would resolve the issue.